Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin.it was reported the patient flushes easily with brisk blood return. Per reporter volume was 550 stop volume 18.8, measured volume 68 and the calculated under infusion was 9.3 percent. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).